Manufacturer narrative:
The actual complaint product was not returned for evaluation. All information reasonably known as of 10 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, a portion of the tube ballooned up. No injury occurred. Per additional information received on 26nov2025,¿ that specific kft was placed on (B)(6) and was in the patient until (B)(6). The damage occurred on (B)(6). Prior to the damage, the rn on shift noticed the kft had been sluggish for the last week or so. There were episodes where it clogged; however, instilling warm water was able to resolve the issue. When the rn attempted to give her 3 am meds through the tube the rn noticed it clogged again before she could give any medication, so rn attempted to unclog the kft with warm water. During this process, rn noticed that the kft tubing dilated so rn stopped attempting to instill the warm water."

Manufacturer narrative:
Based on a picture provided by the customer of the alleged device, the incident was confirmed. However, a root cause could not be determined. All information reasonably known as of 20 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.